Event description:
Lead warning triggered in (B)(6) 2021 due to low atrial lead impedances as low as 132 ohms. Currently within range. Rep copied. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).